Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The device was not returned for evaluation and therefore the alleged complaint event could not be confirmed. The most likely cause for the reported failure can be attributed to wear and tear of the device. The most likely cause for the reported failure can be attributed to wear and tear of the device.

Event description:
It was reported that the device has a problen with overheating. No additional information regarding a specific failure mode was provided. The problem was noticed after the surgery. There was no harm for the patient, operator or third party reported. No further information received.